Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, injected normal saline solution, removed the tube and leakage is found. Replaced the safestep. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. Three 22 g x 0.75 in. Safestep infusion set were returned for evaluation. An initial visual observation revealed that sample 1 exhibited use residue and had the safety mechanism activated. Samples 2 and 3 were returned sealed. A microscopic observation revealed bubbles in the adhesive within the needle housing on all samples. When flushed and pressurized with dye water, sample 1 revealed a leak where the needle exits the housing. No leaks were observed on samples 2 and 3. These findings suggest inadequate adhesive application within the needle housing, leading to leakage under pressure. This device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.